Event description:
It was reported that the right ventricular (rv) lead had a micro dislodgement and had high thresholds. The rv lead was capped and re placed. No patient complications have been reported as a result of this event.